Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer's mother reported via phone call that the insulin pump's screen was notifying that there was an insulin pump failure and was not longer working. The customer's blood glucose was 226 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.